Manufacturer narrative:
The t:flex pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 400 units of insulin. Subsequently, the customer confirmed that the cartridge was being refilled. At the time of the reported event, the customer loaded a new cartridge. Review of the pump data logs with tandem technical support confirmed that based on the amount of insulin used to load the cartridge, the insulin gauge displayed an accurate fill estimate. The customer's blood glucose level was 170 mg/dl.